Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the suture broke while putting in knots. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).